Event description:
Started having very bad cramps, and started to put weight back on that I was losing since the birth of my daughter 4 months before, also started to lose milk supply.. A few months after that my hair started to fall out.. Out of no where I would get very painful stabbing feeling.. It also 2 months after having essure placed, my ms pain got worse with no change in brain or spine ( use of MRI to check).. Also (B)(6) 2013 I found out I was pregnant. (B)(4).